Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00798, 1627487-2023-02251. It was reported that the patient experienced ineffective stimulation due to the t10 lead being fractured. X-rays confirmed the t10 lead was fractured. During the surgery it was noticed the other two leads were also fractured. Surgical intervention took place wherein the leads were explanted and replaced. Effective stimulation was restored.